Event description:
After CABG, attempted to connect pt's pleural and mediastinal chest tubes to the drainage unit. Both tubes split spirally to the kelly clamps. Chest tubes had to be removed. Pt had some fluid in lungs but did not require reinsertion of chest tubes and did not have increased length of stay. All lot numbers pulled. MFR is testing this lot number by strength-testing the lot number.